Event description:
Dentist indicated that locator abutment stuck inside the implant, not able to retrieve. Implant and attached locator had to be removed.

Event description:
Dentist indicated that locator abutment stuck inside the implant, not able to retrieve. Implant and attachmed locator had to be removed.